Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified a broken tip on the large needle driver instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was received and evaluated. Engineering confirmed a broken grip cable by the instrument's tip area . One grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment was sticking out by the grip area. Other cables at wrist were not damaged. Additional observations not reported by the customer were indentations on the edge of the distal pulley. Engineering was unable to conclude how the pulley damage occurred, but most likely due to mishandling. There were also some visible scratches on the surface of the pulley. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.